Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2017-01446; reference MFR. Report#1627487-2017-01444. The patient received two scs swift-lock anchors with the same lot number. It was reported the patient's anchor appeared to have eroded through the skin. Follow-up identified an open wound and possible infection at the mid-line incision site where the anchors were located. As a result, surgical intervention was undertaken during which time the entire scs system was explanted. Reportedly, a culture was taken and sent for analysis. Moreover, the patient was given a wound-vac and kept in the hospital for several days to further address the issue.